Event description:
It was reported that "they were checking for a granuloma". The type of medication being administered via the pump was not reported. No pt symptoms were reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.